Event description:
Related manufacturer report number: 2017865-2023-46499. It was reported that loss of i2i communication and a false recommended replacement time (rrt) alert was observed on the ventricular device. Additionally, oversensing, a false recommended replacement time (rrt) alert, and loss of i2i communication resulting in loss of pacing was observed on the atrial device. As a result, the patient experienced dyspnea. The devices were reprogrammed to resolve the event and the patient was in stable condition.